Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Product ID 97745, serial# (B)(6), product type: programmer. Patient h3: product ID 97745,serial# (B)(6) was returned and the analysis report shows no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative 9rep) regarding an external device. The reason for call was caller reported controller displayed rm03 message on friday while attempting to charge the implant, which was at 30%. Caller reported today they charged the controller to 100% and waited 10 minutes, but rm03 message reappeared. Caller stated the recharger feels hot. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Patient rep called back stating they received the replacement recharger; however, they were having issues charging the implantable neurostimulator (ins. Caller reported they had been in passive recharge mode for about 30 minutes with the center number at 96 and the screens just kept cycling. Caller reported the screen displayed software problem 99 with the following details: 1. Intellis 2. 3.0 3. 243 4. Qf-port. Agent had caller reset the controller and caller confirmed message was cleared. Caller then connected the recharger and no device found displayed. Caller pressed recharge and screen progressed to passive recharge mode with 84-97-97 and a green flashing light. Agent provided information on passive recharge mode and instructed caller to continue charging ins and to call back if screen does not progress to regular charging screen within the next 10-15 minutes. Caller also then mentioned they had spoken to a manufacturers representative yesterday on the phone prior to calling patient services. Patient rep called back and stated they tried passive recharge mode several more times but are still having the same outcome. Caller noted the numbers are always displaying in the 90s and the green light flashed, but they always end up at "unable to recharge." Caller denied any visible damage to the equipment. Caller was also seeing no device found using the controller on it's own trying to connect to the implant. A replacement controller was sent out. No symptoms were reported.